Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7262501, medical device expiration date: 08/31/2022, device manufacture date: 09/19/2017. Medical device lot #: 7262997, medical device expiration date: 08/31/2022, device manufacture date: 09/19/2017 . Medical device lot #: 7262996, medical device expiration date: 08/31/2022, device manufacture date: 09/19/2017. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer-lok syringe had ¿fibers are inside the barrel of the syringe,¿ foreign matter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd¿ luer-lok syringe had ¿fibers are inside the barrel of the syringe,¿ foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the bd luer-lok syringe had ¿fibers are inside the barrel of the syringe,¿ foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Two photos showed either a hair or fiber inside the syringe. Fiber/hair was lost in the lipid fluid in the sample that was returned for analysis and could not be seen. No corrective actions at this time, defect rate is within the allowed quality limits per bd¿s specifications. A device history record review was completed with zero defects found. No quality notifications were written for these batches, nor for the associated assembly batches. Investigation conclusion: operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed.